Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the instrument channel and the air/water channel of the device. The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2019] the instrument channel yellow: coagulase-negative staphylococci (<1 kbe/ml) [second time; (b)() 2019] the instrument channel red: bacillus species (<1 kbe/ml) the instrument channel yellow: moraxella osloensis (<1 kbe/ml) [third time; (B)(6) 2020] the distal end: coagulase-negative staphylococcus (2) the instrument channel red: oxidase-negative, gram negative stabchen (4 kbe/ml) the instrument channel yellow: oxidase-negative, gram negative stabchen (4 kbe/ml) the device had been reprocessed with an olympus automated endoscope reprocessor model etd-3 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.